Event description:
It was reported that an interlink sys non-dehp adminset w/suo-vent spike leaked from the bottom of the filter. The event occurred during priming. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). One sample without pouch was received for evaluation. Visual inspection was performed and no defect was observed. An air pressure test at 8 psi was performed and no leak was observed. A hydrophobic vent/housing test was performed and the sample passed with no leakage observed. The reported condition of a leak from the bottom of the filter was not confirmed. The root cause was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.